Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press, requiring multiple attempts to activate the screen. There was no reported impact to customer's blood glucose. Technical support assisted the caller in removing the pump from its case and provided instructions for button operation, but the issue persisted. Consequently, technical support decided to replace the pump, ensuring the caller would use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.